Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic burn") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("exhaustion"), gastrointestinal pain ("intestinal pain"), abdominal pain upper ("gastric pain"), oedema peripheral ("leg pain with edema"), pain in extremity ("leg pain with edema"), hypersensitivity ("significant allergic crisis"), formication ("arm and hand formication"), disturbance in attention ("concentration problem"), speech disorder ("speech problems"), memory impairment ("memory problems"), visual impairment ("vision disturbances"), eczema ("eczema"), dry mouth ("oral dryness") and dry skin ("dryness under the feet"). The patient was treated with surgery (on (B)(6) 2017 essure was removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, gastrointestinal pain, abdominal pain upper, oedema peripheral, pain in extremity, hypersensitivity, formication, disturbance in attention, speech disorder, memory impairment, visual impairment, eczema, dry mouth and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, disturbance in attention, dry mouth, dry skin, eczema, fatigue, formication, gastrointestinal pain, hypersensitivity, memory impairment, oedema peripheral, pain in extremity, pelvic pain, speech disorder and visual impairment with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.